Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a reported value of 569 mg/dl while using the ilet with a cd infusion set after performing a self-directed site change, later discovering the needle cover had not been removed, so the cannula was not inserted and no insulin was delivered; a full supply change was completed with guidance and insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia and moderate ketones reported. Outcomes included a delay to appropriate therapy without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper procedure, and involvement of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.